Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the dso tests failed. It was failing due to air being let into the line¿ was confirmed. Preformed air in line test and the unit would not recognize cassette with fluid, failing test. The probable cause was a bad air sensor. Replaced air in line sensor. Preformed the test again and the unit passed. Upon further inspection the unit had over 100 downstream occlusions in the event log. Replaced the downstream occlusion (dso) sensor and seal, calibrated dso, updated software to the latest version and reset to standard configuration. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion failed testing due to air getting into the line. There was no patient involvement, no patient injury was reported.